Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was chosen for a procedure using a 9f amplatzer trevisio intravascular delivery system. The device was deaired during preparation per instructions for use, connections tightened, loader was flushed, device retracted inside loader. A few bubbles remained and additional flush, physician pushed device back out of loader under saline and deaired again until no further bubbles remained. The device was positioned and left atrial disc was deployed without issue. During unsheathing right disc, it appeared as a mushroom shape and they decided to take a new device. A 30-25mm amplatzer talisman pfo occluder was chosen, successfully prepped and deaired without pushing device out of loader this time. The device was deployed and both right and left atrial discs looked flat and positioned perfectly. The patient remained hemodynamically stable throughout the procedure. The procedure took 5 minutes of additional time. The patient was reported discharged.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.